Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they were in the emergency medical services due to high blood glucose level and diabetes ketoacidosis on (B)(6) 2018 at 6:30 am with blood glucose of 401 mg/dl. The customer's current blood glucose is 254 mg/dl. The customer reported that the infusion set cannula was break. Customer stated that the cannula was not still in the skin. Customer reported that they was not received medical treatment as a result of cannula fracturing while in the body. The customer had experienced the symptoms such as nausea, vomiting, heart racing, tightness of chest, low back pain, difficult breathing, stomach pain. The customer was treated with manual injections, intravenous insulin drip, potassium, sodium, general fluids, blood drawn. Troubleshooting was done for high blood glucose and under delivery also for cannula break. The customer reported that auto mode was not automatically delivered insulin at the time of the event. The customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.